Event description:
Reportedly, approx 5 to 10 minutes after injection of the lymphazurin 1% dye the pt developed hives, redness, and swelling over their entire body. Solumedrol 125mg IV and dipenhydramine 50 mg IV was administered to the pt. The pt then experienced a hypotensive episode. The pt was then transferred to the local emergency dept where pt was given pepcid and treated for abdominal pains. Pt status is reported as improved.